Event description:
On (B)(6) 2012 customer reported that the dxc 600i generated erroneously elevated accutni results above the ami cut-off for 3 patients and an erroneously elevated accutni result within the risk stratification for 1 patient. The erroneous results were reported out of the laboratory. A doctor questioned the results and the samples were rerun. There was no death or injury associate with this event. Patient treatment was not impacted as they were monitored until rerun results were obtained. Quality control (qc) at 2 levels prior to the event, (B)(6) 2012, were within customer expectations. Qc at 2 levels on (B)(6) 2012 post event, were both 3 standard deviations high. Field service engineer (fse) inspected the instrument and found that the vacuum failed. Fse replaced the wash station solenoid valve, peri-pump tubing, and rotor and stators on both precision and wash pumps. The service activity performed was verified and met the specified requirements per established procedures.